Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unspecified gel mentor breast implants and experienced bilateral rupture postoperatively. The patient also experienced several unexplained systemic symptoms, including out of whack liver enzymes, low grade fevers, flaring joints, and multiple unspecified problems resulting in being hospitalized for 3 days. The root cause of the patient¿s symptoms is unclear. As a result, underwent device removal and replacement with 450cc mentor memorygel breast implants, catalog number: 3544507, serial numbers: (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2010. This report is for the patient's right-sided device.